Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(4) 2011 02:15:07 and (B)(4) 2012 02:15:09. The weekly pace impedance trend data shows a gradual increase for min and max rv pace from 432 to 1664 ohms range between (B)(4) 2010 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead impedance has been gradually increasing and is now high. It was further reported that a patient alert was triggered for high impedance. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance has been gradually increasing and is now high. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead impedance has been gradually increasing. The lead is still in use. No patient complications have been reported as a result of this event.